Manufacturer narrative:
The device sent in for the syringe split nut recall was not affected by the recall, however during the recall process, multiple issues with the device unrelated to the recall were observed and replaced. The carriage assembly was observed to have an incorrect gap. The proximate cause was identified by service as due to a manufacturing issue (misassembly). The logic/control board was determined to be faulty. The proximate cause was identified by service as due to a software issue. The proximate cause for items 3 through 8 were identified by service as due to wear. The iui's were observed to have corrosion. The latch assembly was observed to be broken. The front case was observed to be damaged/cracked under the pressure sensor. The barrel clamp assembly was observed to be cracked. The proximate cause was identified as due to a mechanical failure. The front case was observed to be damaged/cracked. The rear case was observed to be damaged/cracked.

Event description:
Syringe module damage was reported.

Manufacturer narrative:
H10: the syringe split nut recall and subsequent repairs were performed by service during the service recall process. A review of the device history record which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. Multiple issues unrelated to the syringe split nut recall were observed with the returned device and were replaced. The carriage assembly was observed to have an incorrect gap. The proximate cause was identified by service as due to a manufacturing issue (misassembly). The logic/control board was determined to be faulty. The proximate cause was identified by service as due to a software issue. The proximate cause for items 3 through 8 were identified by service as due to wear. There was no reported patient injury. This device is used for therapeutic purposes. H11:g4 "